Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9240206, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-28, medical device lot #: 0091882, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-31. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd pn 32g 4mm 5b xtw easyflow la insulin was unable to be delivered. This occurred with 12 needles of lot# 0091882 and 10 with lot# 9240206. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient contacted us to report a possible quality deviation in the bd ultra fine easy flow 4mm needles. She mentioned that she has been using insulin for a short time and in the first two acquired needle boxes she noticed that several needles came clogged, we questioned if she performs the flow test and informed that in the first application she did not perform it, but after the second application she started to perform the test and realized that some needle was always clogged. Today on (B)(6), when she went to do the insulin application, she noticed that two needles were blocked, on the third one she was able to apply the insulin.

Event description:
It was reported that while using bd pn 32g 4mm 5b xtw easyflow la insulin was unable to be delivered. This occurred with 12 needles of lot# 0091882 and 10 with lot# 9240206. The following information was provided by the initial reporter, translated from spanish to english: the patient contacted us to report a possible quality deviation in the bd ultra fine easy flow 4mm needles. She mentioned that she has been using insulin for a short time and in the first two acquired needle boxes she noticed that several needles came clogged, we questioned if she performs the flow test and informed that in the first application she did not perform it, but after the second application she started to perform the test and realized that some needle was always clogged. Today on november 20, when she went to do the insulin application, she noticed that two needles were blocked, on the third one she was able to apply the insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.